Event description:
It was reported that this right ventricular (rv) lead had a rise in the pacing and shock impedances then a sharp drop. Prior to the drop the impedance measurements were over 2000 ohms. Technical services (ts) noted no oversensing. The representative is planning to check if the patient had a procedure at the time of the event. This rv lead remains in service. No adverse patient effects were reported.